Manufacturer narrative:
The reported 4.5 mm full radius blade, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the blade did not work properly. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during shoulder arthroscopy surgery, the shaver tip broke inside the patient. The pieces were removed. A backup device was available to complete the procedure with no delay or patient injuries.